Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material was found clogging the nozzle, around the nozzle, in the light guide lens, and a-rubber adhesive. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected field: d5 - operator of device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that unspecified foreign material at the light guide lens, bending section cover adhesive, around and inside the nozzle occurred due to imperfection of proper reprocessing caused by leakage between scope body and up/down knob. The event can be detected and prevented by following the instructions for use which state: instructions for use states detection methods in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Instructions for use states prevention measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.